Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon had a pt come in this weekend (6/12/98) for an emergency endoscopic retrograde choliangio pancreatography.